Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was not able to be reproduced in clinic. Other electrical measurements were normal. No intervention or patient symptoms were reported. The patient would continue to be monitored.